Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available.- protrusion to capture incidents of a device being visible under the skin. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient fell and since the fall, the patient is experiencing pain at the generator site. Update was later received that the lead appears to be protruding from the pt.'s neck and that the lead may not be properly attached to the patient's nerve. X-rays were performed and no conclusion could be drawn from the images. The patient was referred for surgery to address the issue. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Response was received from the patient's physician. At this time, the physician is unsure on the cause of the events. The patient was referred to a surgeon for further evaluation and to determine the next steps. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.